Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Blood glucose level was 250 mg/dl. The past occlusions were resolved by performing infusion set changes. No damage was noted to the infusion sets changed. A system check was performed using the current supplies and the pump performed as intended. The customer declined to remove their infusion set cannula to observe the cannula for any damage and declined to complete the system check. The customer successfully resumed insulin deliveries without changing any pump supplies.